Manufacturer narrative:
This report is submitted on october 05, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported) and was subsequently treated with topical antibiotics (specific date and duration not reported). However, the issue did not resolve and the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Corrections: the previous or initial MDR submitted on october, 05, 2022 was filed inadvertently. It is confirmed that there was no infection. This report is submitted on november, 08, 2022.